Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pneumatic tap prevented the cartridge from sliding onto the pump. Tandem technical support reviewed a photograph of the reported cartridge issue and could not verify the reported event. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.